Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A doctor called because it was suspected that the lead for a recently implanted spinal cord neurostimulator (ins) was intrathecal. The doctor wanted to do an MRI to diagnose the lead location. It was advised that if the lead was intrathecal an MRI would not be advised. X-ray, CT and ultrasound scans were suggested. A follow up communication stated that the lead was never confirmed to be intrathecal, and a x-ray showed the lead had migrated. The physician decided to explant the leads but leave the ins, and implant the leads again at a later date. On the day of the explant the system was slowly turned on to verify the lead migration. The patient felt stim on the opposite side of her body, where it was intended. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.